Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure, the helix on the right ventricular (rv) lead was unable to extend after 30 to 40 turns. The rv lead was removed from the body and it was confirmed the helix had been extended. The helix would not retract with 30 turns. As a result, the lead was not implanted. No adverse patient effects were reported.